Event description:
It was reported that the patient with this pacemaker experienced burning in the area of the device. There were no additional adverse patient effects reported. The pacemaker remains in service.